Event description:
Initially, it was reported that the patient was going to undergo generator replacement surgery for unknown reasons. It was later reported that the patient underwent generator and lead replacement due to unknown reasons. Device programming history was reviewed on (B)(6) 2014 and high impedance was observed. The device was programmed off after observing the high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.